Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that there was no failure found with the system, no components were replaced. It was confirmed the issue with poor image quality was due to user error. The issue with successive spins was not reproducible and could not be confirmed. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a imaging system being used outside of a procedure. It was reported that the site was having difficulties competing two successive spins. After a reboot the second spin could be taken without issue. There was no patient involvement. The work order/system servicing for this event states that there was an additional issue with degraded image quality; that was not reported initially. The site stated that a few of the 2d shots were grainy and dark.